Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin¿ syringe there is a defective device and ink markings issue. The consumer stated the ¿thumb press broke in half and the ink is coming off of the syringe." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (2) 3/10cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 7254998. Customer states that the thumb press broke in half and the ink is coming off of the syringe. Both returned syringes were examined and both exhibited a broken flange. Both samples were also tested and no missing scale markings were observed and both syringes met specifications regarding scale marking ink permanence. Samples were forwarded to manufacturing (holdrege) on (B)(6)2018 for further review. Second investigation summary: on(B)(6)2018, holdrege received two (2) 0.3ml, 8mm, 31g syringes in an opened polybag from batch # 7254998. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause is a jam on the infeed or prep dial during assembly. No other defects or damage was noted to either sample or the opened polybag which was received with them. A review of the device history record was completed for batch #7254998. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod broken and the 1st related complaint for scale marking comes off on lot # 7254998. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken flange) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (ink comes off of barrel) based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.